Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information identified the patient underwent surgical intervention where the ipg was explanted and replaced. The patient regained effective therapy postoperative and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and charger. It was also reported the patient's programmer reflects a communication error. It was noted the patient has not recharged the ipg in approximately 4 weeks. As such, the patient will undergo surgical intervention to address the reported issue.